Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report state that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed ona supplemental MDR.

Event description:
The patient reported she developed redness, itching and soreness under the tape collar of the wafer. In addition, she noted peristomal redness. The redness has persisted for approximately 7-10 days. The patient has reportedly attempted to treat the redness on her own using ketoconazole cream between wafer applications and reliamed stoma powder during the application process. In the past, she changed her wafer every 7 days; however, due to the redness, she has increased her changes to every 3-4 days.